Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Production history records could not be reviewed. The reporter stated an unknown number of bristles disengaged into braces in the patient's mouth. A review of the manufacturing process confirmed in-process quality inspections are performed that measures the tuft retention of the bristles. No further investigation into the quality of the involved product could be performed. Without the returned product, photographs, or further information, a definitive root cause could not be determined. There is insufficient evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations. Discarded by facility.

Event description:
Report received of a malfunction resulting in a manual toothbrush bristle disengagement. On (B)(6) 2019, an independent patient used the manual toothbrush to perform oral hygiene. The reporter stated during use of the product an unknown number of bristles disengaged and became stuck in the patient's braces. Reporter stated the patient was able to successfully remove all disengaged bristles and no injury occurred. The device was discarded and no pictures were available. Lot information was not provided. Although requested, no additional information was available.